Manufacturer narrative:
A1: patient identifier: requested, not provided a2: age & date of birth: requested, not provided a3a: sex: requested, not provided a4: weight: requested, not provided a5: ethnicity: requested, not provided a6: race: requested, not provided d6a: implanted date: device was not implanted d6b: explanted date: device was not explanted e3: occupation: rt the actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
Terumo medical corporation received the following reported information: the angio-seal collagen would not click into the introducer. Resistance was met at the skin level when trying to advance the device. The procedure performed prior to the use of the angio-seal device was a left heart catheterization, diagnostic only. There was no blood loss additional information was received on 08jan2026: no difficulty inserting the locator into the hub. Resistance was felt due to the components not clicking. The user did not successfully insert and lock the locator in the hub. There was no audible click on mating and no tactile feedback after mating. The user was unable to mate the locator with the hub after four tries. The locator separated after mating with the hub. The locator was too loose and failed to stay in place. The separation occurred when device was in the patient. The patient was stable. Hemostasis was achieved by a new device.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint cannot be confirmed. The exact root cause cannot be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea)/hazard based risk table (hbrt).